Event description:
Customer reported evice erratic device results. (36 mg/dl & 187 mg/dl) customer stated thinking they were going to pass out. Customer's spouse gave pt some juice to elevate glucose level, controls are out of range. A request was made for return product and replacement product was sent.